Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02767, 0001825034-2023-02768. G2: australia. H10: cat #: 163130, 28mm mod hd ceramic -5mm nk, lot #: 25841t. Cat #: 104346, acet lnr 10 deg 28mm ID sz b, lot #: 816590. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately ten years post implantation due to liner wear and instability. During the procedure, it was noted that the femoral component was well fixed, the trunnion was in great condition, and the cup was well fixed and difficult to remove. The shell, liner and head were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) upon reassessment of the reported event, it was determined to be not reportable as this product did not cause or contribute to the event. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this product did not cause or contribute to the event. The initial report should be voided.